Event description:
A report was received regarding a patient previously implanted (unknown date; unknown surgeon) with an ulna plate and six screws who presented with a non-union of an ulna fracture. It was revealed by x-rays that one implanted screw was broken at the head. The surgeon performed a revision surgery and removed five screws and one plate. Subsequently, the surgeon removed only the head portion of the sixth screw leaving the threaded shaft portion in the ulna. The size and length of the broken screw that remained in the patient is unknown. The surgeon completed the revision by re-plating the ulna fracture with synthes product and unknown bone filler. This is report # 1 of 7 for the same event.

Manufacturer narrative:
Device was used for treatment. A device history record review was conducted. There were no ncrs found that would contribute to the reported event. Certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. No parts were returned for dimensional investigation. Investigation could not be completed, no conclusion could be drawn as the device was not returned.